Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that non-sustained t-wave oversensing issue was observed. It was suspected that this was t-wave oversensing with intermittent sensing and under. Patient is bi-ventricular paced. Programming changes were recommended however no changes will be made until the patient is seen in clinic first in (B)(6) 2019. Patient was stable with no adverse events.